Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted (no information about the insertion site). The patient experienced dka (diabetic ketoacidosis) due to an inaccuracy; there was no information about when and by whom the patient was diagnosed. The cgm was reported inaccurate but there were no cgm, and no bg readings reported. The patient was hospitalized from the 19th of may until the 22nd of may. There was no documentation about the treatment administered. At the time of the report the patient was good. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.